Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for low blood glucose. The customer's blood glucose at the time of admission was 70 mg/dl. The customer has been experiencing low blood glucose for the past three months, which she usually treats with food and glucose tablets. However, she hit a low and on the way to the ER her blood glucose began to rise. The hospital staff treated her with IV drip mixed with sugar. When she was released from the hospital her blood glucose was 372 mg/dl, which the staff did on purpose. No troubleshooting was initiated for the low. The customer mentioned that she receives severe lows when she changes her site, and that most of the extreme drops occur in the evening. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.